Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high"; although a specific value was not provided; cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.